Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. The customer stated that she had high blood glucose in june and despite changing her infusion sets her blood glucose kept rising. The customer stated that she has not tried different cannula lengths. The tubing was not bent or kinked either. However, the customer believed that the no delivery alarms were due to insulin pump malfunctions. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed the functional testing, including the idle current test, run current test, self test, off no power test, reset error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window and cracked battery tube threads.